Event description:
It was reported that a used manifold was returned because it was found that the male slip above the check valve was not bonded into the bottom of the transducer. The failure was found during use of the product, and it has been already decontaminated. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 7-mar-2025. H3: one picture and one used device were returned for evaluation. The reported issue was confirmed by investigation as it was observed that the high-pressure check valve assembly p/n p1104- detached from the dps dome w/short taper 0.125 tubing port p/n 300-475. The probable cause of the condition reported is related to a lack of solvent between the solvent bonding union of these components during manual assembly. The device history record of reported lot 4407140 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.